Event description:
The device was explanted due to a suspected device failure and loss of electrode function. In-situ test results showed open circuit electrodes. Analysis revealed damaged wires along the straight section of the electrode lead.

Manufacturer narrative:
This report is filed on february 13, 2020.

Manufacturer narrative:
This report is submitted on february 12, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.